Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump had moisture trapped under the display and the device had an alarm. The customer stated that she went into a water while wearing the device. Troubleshooting was performed. No further information was provided.